Event description:
Medtronic received information that following the implant a transcatheter bioprosthetic aortic valve, an 18fr gore dry seal sheath tore the right iliac artery while being removed from the patient. The tear was repaired with four stents. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).